Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the most likely cause of the shocking was that the device settings were too high. They noted that it only lasted a few seconds and the issue was resolved by resetting the setting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The therapy isn't working. The adjustment the manufacturer representative (rep) made in (B)(6) 2022 at the doctor office is not working and the patient is still having symptoms. They are getting up every hour to hour and half during the night. The patient tried to plug in the handset and was getting a bunch of stuff they had not seen before. The patient was walked through connecting the handset and communicator to the stimulator. The patient successfully increased the stimulation. The patient was instructed to monitor their symptoms for a couple days and see if the symptoms improve. The patient left a message for the rep. The patient has been to the doctor and they have changed drugs. The patient had botox in the bladder and nothing is helping. The patient has lost confidence in the device. Now the symptoms are worse than ever. They can't sleep at night because they are up all the time.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the therapy was not helping their symptoms at the time of the report. They had tried switching programs, but that didn't work so they were instructed to turn stimulation off until their next doctor's appointment. They were calling for assistance doing this. They confirmed stimulation was off on the call, they ended up tapping on the screen during the call and said it was shocking them. They then stated their handset said the communicator was updating, they were able by bypass and get back to the home page. They then stated the sensation wasn't bad, but wasn't exactly comfortable. They turned stimulation off and confirmed the shocking was gone. They were going to keep stimulation off until their doctor's appointment.